Event description:
Information received from the field notes inappropriate measured data. During a ventricular threshold test, the output remained at 6.6v instead of decreasing in voltage as expected. The patient returned to the clinic one week later for further testing. Each test gave the same results. The patient was reportedly pacemaker dependent and the device was scheduled for replacement. The patient did not experience any ill effects.